Manufacturer narrative:
Distributor narrative: the reported device was not returned to conmed for evaluation. However, evaluation of provided device's pictures revealed the plastic covering the memory wire detached from the device. The manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
This is a voluntary distributor report the conmed sales representative reported on behalf of the user facility that during a laparoscopic cholecystectomy and ioc, the sb836 bag broke and a piece of plastic string became detached inside the patient; the piece was retrieved. The procedure was completed with no reported surgical delays. Although the reporter stated it was unknown if there was patient injury, the detached piece was retrieved, the surgical incision did not need to be widened to retrieve the broken piece and the specimen, and the patient did not require additional hospital stay or treatments due to this incident. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.